Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the probe tip on the thunderbeat handpiece broke off inside the pt. The broken tip was retrieved with a laparoscopic instrument. The procedure was completed with another handpiece. There was no pt injury reported.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. The instruction manual warns: "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the tunderbeat instrument from the body cavity. Otherwise, the probe tip may break and fall off inside the body cavity."